Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated from 200-500 (mg/dl) for the past week. Correction boluses via the pump were delivered to address bg levels. Reportedly, the customer's carbohydrate ratio setting and basal rate needed to be adjusted. Tandem technical support assisted the customer with editing the setting as the customer's healthcare provider instructed.